Manufacturer narrative:
The insulin pump functioned properly and no scrolling during temp basal set up noted. However, the insulin pump was received with minor scratched lcd window, broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a scrolling anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump allowed you to scroll around from zero to the max amount. The customer stated that he had a problem with his temporary basal scroll as well. The customer will be sent a replacement pump.